Event description:
The patient had a type c, de novo and diffused, 99% lesion in the right coronary artery. The lesion was pre-dilated with a balloon at 12 atms. A 2.5 x 18 mm cypher stent was implanted, followed by 3.0 x 23 mm cypher stent that was implanted proximal to the first stent. Finally a 3.0 x 33 cypher stent was implanted proximal to the second stent. The three stents were overlapping each other. Coronary angiography was conducted during an eight-month follow-up. Restenosis was not observed, however, three fracture sites were observed by msct. Partial fractures were observed on the second and third chypers that had been implanted and a complete separation was observed in the first cypher that had implanted. Coronary angiography was conducted during a two-year follow-up and no remarkable changes were observed at the fractures sites. Restenosis was not observed. No additional info is available regarding these events.

Manufacturer narrative:
This japan cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated MFR report numbers are 9616099-2008-00700 and 9616099-2008-00701. This male experienced fracture of three cypher stents. Medical history listed only diabetes. Vessel/lesion characteristics of the target site (proximal through distal rca) were described as "type c", diffusely disease with 99% stenosis. The acc defines type c lesions as high risk with <60% success rate of treatment. Three cypher japan stents (2./5/18 mm, 3.0/23 mm and 3.0/33 mm) were implanted in an overlapping fashion. Total lesion length was not given; however, this product is indicated for use in lesions up to 30 mm in length. A 8-month follow-up angiography revealed three fracture sites but no restenosis was identified. A 2-year follow-up angiography confirmed the stent fractures again; however, there was still no restenosis. No additional info was provided. None of the stents were returned for eval; they remained implanted. A review of the manufacturing records could not be done without a lot number. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Review of the very limited info available suggest that vessel/lesion characteristics (acc defined complex lesion) may have contributed to the event. Use of this product outside its indications may involve risks not described in the labeling.